Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, bleeding continued. When the device was removed, the clip was found deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. Additionally, a topical hemostasis patch was applied to the skin surface at the access site. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.